Event description:
Procedure performed: unk. Event description: 12-oct-2023. It is unknown how the device was being used/what action was being performed when the event occurred. Black end pieces came off inside patient's abdomen. Was not picked up straight away until scrub nurse noticed it appeared broken. Black part was found on patient's bowel and removed. Initially device was difficult to put into laparoscopic port and clips were falling out and not closing. There was no clinical impact to the patient as a result of the event. The user resolved the situation by replacing the device. No other instruments were used when the complaint event occurred. 13-oct-2023. Lot trace was provided by ama customer relations team. See complaint attachments. 20-oct-2023. Additional information was received from the field team member: "the trocar used was a cff03 and they said they are sending back the clip applier and the broken jaws (black plastic pieces)". Patient status: unharmed. Intervention: replaced.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with two (2) black fragments. Visual inspection confirmed that the distal ramp of the channel support assembly (csa) was damaged. Functional testing confirmed the complainant¿s experience of component separation and resistance during insertion through a trocar. The black fragments were confirmed to be the top housing of the event unit. Based on the condition of the returned unit, it is likely that the reported event was caused by the csa distal ramp becoming caught in the jaws and becoming crushed during insertion through the trocar, thus, causing the top housing to fracture. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: unk. Event description: (B)(6) 2023. - it is unknown how the device was being used/what action was being performed when the event occurred. - black end pieces came off inside patient's abdomen. Was not picked up straight away until scrub nurse noticed it appeared broken. - black part was found on patient's bowel and removed. - initially device was difficult to put into laparoscopic port and clips were falling out and not closing. - there was no clinical impact to the patient as a result of the event. - the user resolved the situation by replacing the device. - no other instruments were used when the complaint event occurred. (B)(6) 2023. - lot trace was provided by ama customer relations team. 20-oct-2023 - additional information was received from the field team member: "the trocar used was a cff03 and they said they are sending back the clip applier and the broken jaws (black plastic pieces)". Patient status: unharmed. Intervention: replaced.